Manufacturer narrative:
(B)(6).

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips the main cable has a problem. There was no patient involvement indicated.